Event description:
I had essure implanted in me for 9 years. On (B)(6) I started experiencing terrible pain in my lower left back, a little more to the left side then the spine, and the left front side of my lower abdomen with a throbbing sensation (pain to the bone) in my left thigh. I didn't sleep for 7 months! I had an MRI that showed nothing abnormal in my spine. Then my doctor had me get an ultrasound of my abdomen area. Those results also showed nothing abnormal. Then I chose to have an x-ray of my lower abdomen to see my coils. The left coil looked to be much higher than my right one. The right one looked just like a fish hook. My ob/gyn that implanted them 9 years ago said that they didn't look right. I had surgery to remove them on (B)(6) 2013. It turns out the left coil was deep into my uterus. The doctor was able to get it out of my uterus then cauterized it. She thought that may have been the cause of my pain. She took out my tubes and ovaries. One month later, I've still been experiencing the same burning/inflamed pain on my left back but the front pain has gone away since removing the embedded coil. I opened the containers and realized that only my inner coils were given to me by pathology. I asked my doctor where were the outer coils? After asking my doctor, she reviewed the pathology report and it read that there was metal in the right fallopian tube, apparently it was the outer coil, but no mention of the left outer coil. So now I have an x-ray scheduled, by my doctor, tomorrow to see if it is embedded somewhere that is causing my constant pain. It has been a physically and emotionally exhausting 7 months!! Now I come to find out that these coils have toxic materials in the pet fibers and are sterilized in a toxic solution is more than I can take. They must be taken off the market before they hurt more women then it already has.

Event description:
Additional info received from the reporter on (B)(6) 2014: this is to continue my complaint with the product essure... After having my tubes and ovaries removed on (B)(6) 2013, I continued to have pain but only about 90% less of the time, but the ripping skin and burning sensation in my left side back was more than I could live with. The doctor decided to prescribe a CT scan which showed fragments at the edge of my uterus where my tubes had one connected. Update: I just had surgery again last week on (B)(6) 2014. The doctor removed my uterus and cervix. I have always been a very health conscious women, (B)(6). Even my periods were never a problem and I never would have or could have imagined me losing all of my female parts at (B)(6). Especially for this reason. Essure seemed like a great idea but has turned out to be a big disaster. So far my left back side pain is gone forever. In comparison to the pain that I had before my first surgery and after it, I knew it would be 100% gone once they removed my uterus. On my CT there was one fragment that looked to be floating, which will be forever in the back of my mind and something to be concerned as the cause of any future problems. My short term memory has definitely lessened in the last year, so hopefully now it will improve. The rash that was beginning to form, 2 weeks before my last surgery, on my chin and above my upper lip has disappeared. I want my life back!

Event description:
(B)(4). On (B)(6) 2016 it's been a little over 2 years since my hysterectomy due to essure. My new symptoms that began in (B)(6) 2015 are very swollen hands and fingers. The tips of my fingers get hard (feels like the blood is settling) which makes it difficult to sleep. The doctor at (B)(6) says I now have the symptoms of scleroderma to go with my raynaud's that also began after my removal. Is it because of the pet fibers? Will I continue to inherit new auto immune diseases for the rest of my life?. My medical bills are mounting. It's unbelievable that the FDA has just put a black box warning on this class 3 life saving device. First of all, it's far from a life saving device and anything with a black box device is otherwise dangerous and should not be sold let alone implanted in a woman. I believe there have more than enough test studies to prove essure is a dangerous device. After all, after 9 years, it broke while inside of me which is unexpectable. I continue to have chronic fatigue, tailbone pain and sleepless nights due to my pain and swelling in my hands. The FDA let us down!!

Event description:
(B)(4). Followup to my last post 3/16/14. After my second surgery to remove fragments, I began to feel better. I didn't realize the headaches that I was having every month since getting essure in 2005, are completely gone. I haven't had one headache for a year and I am not allergic to nickel either. Its be a year since my total hysterectomy and fragment removal. I started having unusual symptoms the last few of months, tingling in my hands and feet, hands turn very white, lymphs nodes in my neck are very swollen and I've been told to have a MRI yesterday. I have a chronic burning sensation on my tailbone and a stabbing pain in my right back side, that they also want me to have an MRI. I'm seeing a neurologist tomorrow morning to check for raynards disease. I have thoracic outlet syndrome, fibromyalgia, severe anxiety, depression insomnia, I'm hoping I don't have any more fragments that may be causing the stabbing pain upon certain movements. FDA and bayer: this is a message to you: there are 17,000 + women (in one year) that we know of that are having pain from essure. Disrupting lives and making it difficult to take care of ourselves, let alone our families. If it wasn't for the women on (B)(6), we would all suffer alone and not know to connect the problems to essure. There are almost 200 women having hysterectomies in may already. There will be thousands more coming on board, because we will not stop raising awareness on this faulty product. How is it after 9 years with essure all of a sudden my coil double over like a fish hook. That's just not normal. It must be recalled, so nobody else gets injured. Please!!